Manufacturer narrative:
Method: the device was reported not to be available for analysis. The lot number was requested but reported to be unavailable. Therefore, the device history record could not be reviewed and the sterilization certification could not be obtained. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Conclusions: the catheters were not returned to I-flow for evaluation, therefore we are unable to determine a cause for the reported event. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. The directions for use provide a warning for catheter removal: warning: remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter. Information from this incident will be included in our product complaint and MDR trend reporting system. Trend information is used to identify the need for additional investigation.

Event description:
Fill volume: 500 ml, flow rate: 4 ml/hr, procedure: esophagectomy, cathplace: right chest subcutaneously, date of procedure: (B)(6), 2014. (Please reference 2026095-2014-00110/14-00482, and 2026095-2014-00111/14/00483). A sales representative was notified by a surgeon of 3 patients that experienced infections post-thoracic surgery. It was reported that a patient experienced a catheter site infection manifested by erythema and edema after receiving pain management therapy with an on-q pump filled with 500ml of bupivacaine connected to dual silversoaker catheters infusing at 2mk/hour each. The patient had the catheters infusing at 2ml/hour each. The patient had the catheters placed with the on-q pump post-esophagectomy. The catheters were placed in the right chest subcutaneously. The incision site closure was sutured and covered with dermabond. The wound and catheter site were also protected with sterile dressings and tegaderm. The pump was placed outside of the operating room. Seven days after the therapy began, the dual catheters and pain pump were removed. Upon removal, it was noted that the patient had drainage at the catheter site and was diagnosed with a catheter site infection. The patient as treated with IV vancomycin and aztreonam (dosage and frequency not reported). On a later date, the patient was determined to be recovering from the event as evidenced by decreased wbc count, erythema and edema. At the time of this report, the patient remains hospitalized, but in stable condition an receiving IV antibiotic therapy. The patient 's hospitalization was prolonged as a result of this event. Additional information was requested, but is not available. Expected infusion period: 5 days. Infusion start date: (B)(6), 2014. Infusion end date: (B)(6), 2014. Catheter removal date: (B)(6), 2014.